Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: one open 32g x 4 mm pen needle sample and two photos were returned from an unknown lot. No., cat. No. 320477. Visual examination of the returned photos and sample was carried out and a broken non patient end of cannula was observed. Due to the condition the sample was returned no clog testing could be carried out. A device history record could not be completed as no lot number was received. Investigation conclusion: visual examination of the returned photos and sample was carried out and a broken non patient end of cannula was observed. Due to the condition the sample was returned no clog testing could be carried out. No DHR review can be carried out as lot number is unknown. Root cause description: as the sample returned was open it is not possible to confirm this defect to be manufacturing related. Rationale: based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Event description:
It was reported that the bd ultra-fine¿ pen needle clogged during use and after observation, the non-patient end needle was found broken and stuck on the edge of the hub. The following information was provided by the initial reporter: "the patient complained about needle clogging. The affected sample was observed by bd associate and the non-patient end needle was broken and stuck on the edge of the hub."